Event description:
On 06-oct-2025 it was reported that on (B)(6) 2025 the user experienced hyperglycemia progressing to diabetic ketoacidosis (dka) and was hospitalized. The user was admitted for approximately four days and treated with insulin therapy. The user was discharged and later transitioned to multiple daily injections, with recovery reported.

Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while using the ilet. This situation can result in acute metabolic decompensation requiring inpatient treatment and is consistent with the reported hospital admission and insulin therapy. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed repeated cgm sensor issues, an occlusion alert, periods of depleted insulin, and a prolonged manual suspension of insulin delivery prior to the event. These factors are consistent with insufficient insulin delivery, likely due to a failure along the infusion pathway combined with lack of timely corrective action. Based on available information, the event was attributed to therapy management and infusion pathway factors rather than abnormal ilet device performance. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.